Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "while using this hamilton-c6 on a patient, the message "technical event: 232005" (alarm blower temp high) appeared on the screen and an alarm sounded. As a result, the hospital staff stopped using this hamilton-c6 and replaced it with another hamilton-c6." No patient health impact or consequences were reported. Additional device was required. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator triggered technical event 232005 (¿blower temp high¿) during patient use. The alarm was noticed by the hospital staff, who stopped using the device and replaced it with another ventilator. The patient was involved but no harm was reported. The issue could not be reproduced during the technical evaluation. As a precautionary measure, the connectors and cables related to the blower system were cleaned. After this procedure, the device operated normally and was returned to the hospital. No further information has been reported. Based on the available data, no patient related risk has been identified. The case is considered closed.